Event description:
Physician needed to address equipment issue. Surgeon reported that guidewire for arterial line placement kit had "bent" during threading and posed risk of catching sheath upon withdrawal and fraying. Guidewire did not break, or fray to point where patient was harmed. Arterial line kit was placed in red biohazard bag.